Event description:
It is reported leaking. Verbatim: customer in oncology infusion had a leaking issue that occurred on a primary texium tubing (item 24301-0007t) at the green end cap attached to the kvo line below the alaris pump. (Lot (10)25025373).

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of ar code could not be verified due to the product not being returned for failure investigation. Although we could not confirm the reported failure, a trend has been identified, and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review for material# 24301-0007t and lot# 25025373 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24feb2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.